Event description:
Back on (B)(6) 2024, she had outpatient gallbladder surgery. She developed complications and had to be re-admitted. She then went to an inpatient rehabilitation facility. When she got discharged to home, they only returned her teriparatide, not her pen needles. She had always had extra pen needles up until now. She has missed about a week of teriparatide injections now due to not having needles.